Event description:
A doctor alleged that approximately four (4) weeks after the placement of a patient's #19 and #20 ziconia onlay with maxcem elite clear, the patient experienced the debonding of their #19 restoration.

Manufacturer narrative:
The doctor re-cemented the patient's restoration with maxcem elite, without further incident. To date, the patient is doing fine. The doctor's assistant reported that they do not bleed the maxcem elite cartridge upon initial use of the product as instructed in the 'directions for use'; she was not definitive as to whether or not a new cartridge was used with regard to this patient. The returned product was evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.